Event description:
The customer called to report that he drove off the road, and was in an accident due to low blood glucose levels. The customer stated that the paramedics were called, and his blood glucose reading was 40 mg/dl. The customer declined troubleshooting, and ended the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.